Event description:
It was reported that the patient experienced inadequate stimulation. The physician planned for a revision procedure to replace the lead. Prior to beginning the procedure, impedances were checked and it was noted that the lead displayed a low impedance. The lead was replaced and after which the impedances were within normal range. Post operatively, the patient was well.